Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The reported event of fluid in the fiber optic connection was confirmed. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical connector. Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an interruption in the curing process. Actions have been taken to prevent reoccurrence. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
This report is to advise of an event observed during analysis confirming a leak in the catheter.